Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery. The customer stated that he had already tried changing the infusion set 3 times, declining troubleshoot assistance for the insulin pump. He requested replacement of the insulin pump instead, stating that the device's piston was weak. The blood glucose reading was 187 mg/dl. He advised that he would call back later to complete the device replacement procedure.